Manufacturer narrative:
(B)(4).

Event description:
Customer complaint reported as: "when one cuff is inflated, the other filled preoperatively up. So there was a chance that eventually total occlusion of both bronchi happened with the necessary ventilatory problems". It was reported the issue occurred during an oesophagectomy in which the respiratory pressures increased and the capnography dropped. Checking the cuffs showed that both of them were inflated. The issue was quickly resolved by releasing the correct cuff. There were no implications for the patient. No medical intervention was required. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The sample was returned to the manufacturer for investigation. The manufacturer reports that a visual exam was performed and it was visible that both balloons were slightly inflated. Both balloons were deflated in order to perform functional testing. The yellow balloon was inflated first. The blue balloon remained deflated. The inflated yellow balloon was immersed in water and no leaks were detected. The same testing was conducted with the blue balloon. The yellow balloon remained deflated when the blue balloon was inflated. The inflated blue balloon was also immersed in water and no leaks were detected. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device. The device functioned as intended.

Event description:
Customer complaint reported as: "when one cuff is inflated, the other filled preoperatively up. So there was a chance that eventually total occlusion of both bronchi happened with the necessary ventilatory problems". It was reported the issue occurred during an oesophagetcomy in which the respiratory pressures increased and the capnography dropped. Checking the cuffs showed that both of them were inflated. The issue was quickly resolved by releasing the correct cuff. There were no implications for the patient. No medical intervention was required. The patient's condition was reported as fine.